Event description:
A nurse reported to baxter (B)(4) that during the change of a home patient's (hp) catheter, it was observed that the blue clamp of the minicap was crumbling off. The nurse stated that there was a film like substance on the blue clamp and when scratching it, the clamp was disintegrating. Reportedly, the minicap is internally rinsed once a week with physioneal, and that sometimes ercesolvant is applicated on the minicap to remove plaster. As a corrective action, a bacterial analysis was performed twice with an interval of one week, and no contamination was found. No antibiotherapy was performed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for damaged is not confirmed and the root cause was not identified due to the sample not being returned.

Manufacturer narrative:
(B)(4). This complaint for damage was confirmed and the root cause was determined to be mis-use solvents or cleaning agents used to sanitize the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.